Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer experienced ongoing low blood glucose (bg) levels ranged from 45-77 mg/dl. Low bg causes were not known. The customer declined follow up from tandem technical support.